Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer called customer service on (B)(6), 2014 to request a new battery for her adc blood glucose meter. During the call, customer reported that she had received medical treatment from her friend, noting she was administered a glucagon injection, because her meter "was not working". Customer declined to continue troubleshooting, because the event happened "a year ago" and she was just calling now to receive a new battery. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date entered is one year prior to her call. All pertinent information available to abbott diabetes care has been submitted.